Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 497mg/dl, with vomiting, headache, and weakness, associated with an alleged power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery compartment was cracked, the yellow o-ring was visible, the battery cap was unable to be tightened to the pump, and there was no power to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, all investigation steps were completed with a test battery cap. The pump booted to a dim screen. The pump was returned with a cracked battery compartment from threads to case seal and a stripped battery cap . The battery cap detached resulting in power loss and rebooting. The black box verified a rebooting condition on (B)(4) 2018. A test battery cap is able to secure to the cracked compartment enough in order to maintain connection for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.